Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. No blood was observed. A visual inspection was conducted. The silicone insulation on the cold jaw was partially peeled and detached at the inner base of he cold jaw. No other nonconformance was observed. Since no blood was observed on the device, the most probable cause of the damage is insertion of the hemopro tool into the cannula with the jaws open. The opened jaw came in contact with the tool port opening causing it to peel. Based on the condition of the device as returned and the results of the investigation, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro boot came off. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro boot came off. The hospital did not report any patient effects.